Event description:
Intl customer reported that a pt underwent cholecystectomy and while in the recovery room the suture line in the muscular wall dehisced. The pt was returned to surgery for repair at which time surgeon observed that the suture knots had come undone.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.